Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On monday, (B)(6) at (B)(6) hospital, dr (B)(6) performed a left hip revision arthroplasty on a patient due to stem subsidence and then instability of the hip. Patient¿s primary hip was performed on (B)(6) 2020 at the (B)(6) hospital by dr. (B)(6). Patient experienced a fall that required revision surgery at (B)(6) on (B)(6) 21 by dr (B)(6) who elected to remove the primary stem and replace it with the competitor¿s stem. He retained the primary pinnacle sector 2 shell but used a different poly (ref: (B)(4)). Since the (B)(6) revision the patient has experience instability and dislocations (dr. (B)(6) cannot recall how many dislocations). On monday, (B)(6) at (B)(6) dr. (B)(6) exposed the joint space, removed the loose stryker rms femoral head and stem. Upon inspection of the pinnacle acetabular shell sz 56 and the altrx 56/40 +4 10 deg liner, dr (B)(6) elected to remove them as well in case of infection. Dr. (B)(6) used the pinnacle liner removal tool to remove the liner and then removed the well grow in pinnacle shell with a trial liner and zimmer cup out system. Dr. (B)(6) is electing to replace all implants with a total zimmer construct. No instrumentation broke during surgery. There were no time delays associated with depuy. There was no mention that the products did not perform as expected. Doi: (B)(6) 2020, dor: (B)(6) 2021, left hip.